Manufacturer narrative:
Failure analysis noted that the insulin pump was received with a button error alarm due to all buttons had flattened dome switches. The unit passed the displacement test, rewind, basic occlusion, prime/ compromised force sensor system alarm and no delivery tests. There was no excessive no delivery alarm noted. The pump had a cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery and button error. The customer's blood glucose was unknown at the time of incident. The customer stated that she tried to restart the pump but it still did not work. She replaced the battery with new ones but it still did not work. The customer was advised that the pump would be replaced. The pump was returned for analysis.